Event description:
It was reported that the bd maxguard¿ administration set experienced leakage. The following information was provided by the initial reporter: when this sterile IV tubing is connected to a stopcock, it leaks around the threading even if it is threaded/tightly correctly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary four photos were received with the customer's complaint regarding the ma3131 infusion set. There is no photo of the leak in action, but the provided information is sufficient to verify that a leak occurred as customer mentioned. Without further information like a physical sample for testing, it is difficult to trace the root cause to a fault in design but rather the new intended design of this set. The male luer end of this set has been modified from a spin collar to a fixed male luer connection and this has been a known confusion with customers who are used to the original configuration. A device history record review for model ma3131 lot number 22069490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxguard¿ administration set experienced leakage. The following information was provided by the initial reporter: when this sterile IV tubing is connected to a stopcock, it leaks around the threading even if it is threaded/tightly correctly.